Event description:
It was reported that the lead had increasing and high impedance. It was also reported that there was an apparent fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted and had blood/body fluid (not obstructed). The outer tubing overlay had blood/body fluid, cosmetic environmental stress cracking, and was breached cut. The outer insulation was breached cut and had a cosmetic depression. There was blood in/on the helix mechanism and there was apparent explant damage.